Event description:
Literature review titled "safety of brand discordant tissue expanders and implants in staged breast reconstruction" reported "infection", "seroma", "hematoma", "wound dehiscence", "implant malposition", "implant exposure", "implant rupture" and "return to operating room". This record is for an unknown side. The device status is unknown. This study involved 496 patients who underwent a tissue expander-to-implant exchange.

Manufacturer narrative:
Article citation: elmorsi, r., shay, p., babu, a. Et al. Safety of brand discordant tissue expanders and implants in staged breast reconstruction. Plastic and reconstructive surgery. 2026; 1-31. The events of infection, wound dehiscence, seroma, and exposure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: infection; seroma; wound dehiscence; implant malposition; implant exposure; implant rupture.